Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she removed a tampon and noticed pledget and string pieces left behind inside her vaginal cavity. She called the doctor and they advised her to go to the ER. She went to the ER where the pledget pieces were successfully removed from her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.